Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a ventilator with a back-up battery failure. It was reported that this event occurred during clinical use, however, there was no reported patient or user harm.